Manufacturer narrative:
Service representatives replaced the unit's video board. Calibrated and ran diagnostics to factory specifications.

Event description:
Customer reported there was no display on the panorama central station which may result in a loss of ambulatory telemetry monitoring. No patient injury was reported.